Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of suspected driveline damage can be confirmed based on the information recorded in the log file previously submitted under MFR # 2916596-2020-02513. The log file contained events recorded from the time stamp of day 1231, 1 hour and 39 minutes to day 1231, 23 hours and 11 minutes. The information recorded on day 1231, from 17 hours and 59 minutes to 18 hours and 4 minutes, revealed speed reductions (3720-7010 rpm) below the low speed limit of 8000 rpm. These speed reductions were captured while the system was powered by a power module and were accompanied by elevated power levels (9.3-13.4 w). The returned system controller serial number (B)(4) was functionally tested using the laboratory equipment and an early stage of conductor breakdown in the black power cable was confirmed. The early stage of conductor breakdown did not affect the controller¿s ability to operate a test pump and did not result in any alarm during analysis. The data log file was successfully retrieved and contained events recorded from the time stamp of day 1335, 7 hours and 14 minutes to day 1336, 0 hours and 40 minutes where normal operation was recorded. The system maintained the desired set speed with no interruptions. The voltage levels captured in the log file indicated that the system was powered mostly by 14v batteries and a power module was only used when the batteries were exchanged. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or quality assurance specifications. Patient handbook covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Periodically inspecting the equipment for damage is covered in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2020-04590 it was reported that the patient's heartmate ii pump was explanted due to driveline damage, and it was replaced with a heartmate 3. The system controller returned for investigation and was found to have conductor breakdown within the power cables.